Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported that the procedure was insertion of breast expanders. The patient's wound opened, and the patient developed a seroma and surgical site infection. The patient underwent a second surgery to remove the breast expanders. The surgeon was comfortable with how to use the surgicel powder but did not irrigate the excess. When during the procedure was the surgicel used? Unknown how much surgicel was used during each procedure? Unknown, sales rep stated that historically, dr. Will use the whole vial of surgicel powder.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot number? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? How much was left behind? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a breast implant surgery on an unknown date and an absorbable hemostat was used. Post operatively, the patient developed an infected breast implant. Additional information was requested.